Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have a grip input disk #7 completely detached. The instrument was found to have hairline cracks on input shaft #6. Other backend components adjacent to the broken inputs do not show damage. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not clip the clips. The input disk appeared to be loose. Use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the issue happened when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to clip opening after closure of the clip. The customer was using the large hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter in the instructions for use (IFU). The customer stated none for the question how many times the clip applier had been used during the case when the incident occurred. The customer resolved the issue by using a backup clip applier instrument. There are no photos or video for this event.